Event description:
Two pieces of the extended length tip (same product ID and same lot number) broke during tumor removal. Every tip was sterile single-use so it was the first time for each. The surgery was a meningioma removal via transnasal approach and the extended tip was used just in the final part of the removal of the tumor tissue attached to the bone. Approximately after 3 minutes of use at 70% of power, the power was increased to 90% and the first tip broke at about 1 cm from the final part. The tip was replaced with another one tip it worked well for two minutes but then the same problem occurred. There was no harm to the patient. The tumor removal was completed. The distributor reported that the surgeon probably pushed too much against the bone during the tip vibration. The tips were not being used near or next to another metal instrument; just close to the bone. The event lead to a 5 minute increase in the surgery time (time to exchange the tips). There was no harm to the patient due to the increase in surgery time.

Manufacturer narrative:
Integra has completed their internal investigation on 01/12/2015 . The investigation included: methods: review of device history records, review of complaints history. Results: device history record reviewed for this product ID lot # tl-283389 manufactured on august 20, 2013 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back in trackwise for this reported failure and or related to " two pieces broke" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary we have not received product in question for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.